Event description:
It was reported a patient underwent a 38-week pregnancy scheduled for maternity surgery on (B)(6) 2022 and suture was used. Patient was admitted to the operating room and at the time of performing the ligation of the left tube, the simple 2-0 catgut suture is broken, an emergent abdominal x-ray is performed and no evidence of no foreign body, for this reason, an abdominal tomography is ordered to intensify the search. There is no evidence that it remained inside the patient, another suture is used for closure surgery was prolonged. Surgery completed.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: the patient is informed about the event and understands and accepts the conduct. The staff was interviewed indicating that at the time of suturing the suture is broken so the suture with the needle was not found, a tomography is done to check that the needle with the suture is not inside the patient and the patient is told what happened. Was surgery delayed due to the reported event? Yes. If yes, number of minutes: unknown. Action taken when event occurred? Emergent abdominal x-ray is performed and no evidence no foreign body for this reason an abdominal tomography is ordered to intensify the search. The patient is informed about the event who understands and accepts conduct. Was procedure successfully completed? Yes. Were fragments generated? Yes. If yes, were they removed easily without additional intervention? No. If no, explain: emergent abdominal x-ray is performed and no evidence no foreign body for this reason an abdominal tomography is ordered to intensify the search. The patient is informed about the event who understands and accepts conduct. Patient status/ outcome / consequences: was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study unknown. Device return follow up: attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.